Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.